Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction:user had a poor technique. (B)(4).

Event description:
Costumer called regarding meter giving e-3 errors. While troubleshooting, customer stated that the meter has been giving erratic blood results. Son is calling on behalf of the customer. The customer is concerned with back to back test results from results obtained of 35 and 259 mg/dl (non-fasting). The customer's expected fasting blood glucose test result range is 170 - 190 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 25 mg/dl and 242 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/31/2018 and open vial date is 09/27/2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: 25/242mg/dl not fasting. Customer was out of the country for 6 months and was not using the meter. Customer has not control solution available to calibrate meter after long period of time that does not use it. Customer states that went to the dr.'s office for the normal checkup and got a results of 180mg/dl. The dr. Recommend test 2 times a day.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had a poor technique.

Event description:
Costumer called regarding meter giving e-3 errors. While troubleshooting, customer stated that the meter has been giving erratic blood results. Son is calling on behalf of the customer. The customer is concerned with back to back test results from results obtained of 35 and 259 mg/dl (non-fasting). The customer's expected fasting blood glucose test result range is 170 - 190 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 25 mg/dl and 242 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/31/2018 and open vial date is 09/27/2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: 25/242mg/dl not fasting. Customer was out of the country for 6 months and was not using the meter. Customer has not control solution available to calibrate meter after long period of time that does not use it. Customer states that went to the dr.'s office for the normal checkup and got a results of 180mg/dl. The dr. Recommend test 2 times a day.